Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure mode. Based on the information given, the infection event was discounted from the angioseal device. There is no direct allegation that the device led to the infection that was reported. It appears there is no functional difficulty or post procedure complications that can be attributed to the angioseal device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Date of event - unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implant date (2021 reports) : implanted date - unknown due to unknown event date. Explant date (2021 reports) : explanted date - device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that hemostasis was successfully achieved with the angio-seal device after endovascular therapy (evt). A few days later, the patient developed a fever and was confirmed to be infected with covid-19. The infection worsened the patient's general symptoms. Inflammatory reaction continued and infection from the angio-seal was suspected. The tissue around angio-seal device was cultured, but no bacteria were found. The physician determined that the infection was not caused by the angio-seal device. The patient was being observed. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was unknown. This was a left femoral artery puncture. The patient's hospitalization was extended due to the event. There were no other devices or equipment used with the reported product.